Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap. Total gastrectomy, the breakage at the root of the jaw's stepped part occurred and the fragments fell into the abdominal cavity. The fragments were retrieved by the doctor and a new device was used. There was no patient injury.